Event description:
A non healthcare professional reported that during intraocular lens implantation surgery, a crack was noticed on edge of lens near haptic after inserting the lens into the patient's eye. The surgery was completed on the same day and the lens was left in the eye.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).